Event description:
The customer reported the sys displayed a charger failed error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable.